Event description:
It was reported that the device was explanted due to a non healing wound. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was not returned.